Manufacturer narrative:
The customer reported being confused about the size of the catheter for the syntel silicone over-the-wire embolectomy catheter product line. The reported issue was confirmed. The product uses only one catheter french size, but different size balloons. Although the outer diameter symbol should indicate 5f for all models, our product labels list them as 3f-7f (the corresponding size which each replaces based on balloon size.) It was thought that having different french sizes listed would be helpful for operating room staff for choosing the catheter needed for the operation. It was determined that all devices with pyt lot prefixes for catalog #s a4e01, a4e02, a4e03, a4e04, a4e08 and a4e09 are affected by this issue. This is the only complaint related to the reported issue. No adverse reactions have been reported related to this problem. This is identified as a labeling issue that does not put the patient at risk. The IFU cautions the user not to exceed the maximum inflated volume capacity. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
An email was recieved from a customer asking why they received a 3f syntel otw embolectomy catheter when they had ordered a 5f. In digging into this we uncovered that while the IFU lists all of the catheters as 5f diameter, our product labels list them as 3f-7f (the corresponding size which each replaces based on balloon size). This is identified as a labeling issue that is not likely to cause adverse health consequences.